Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip system instructions for use (IFU), states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The investigation determined the reported off label use in the tricuspid valve likely resulted in difficult to open or close clip was due to user error. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is being filed to report clip unable to open. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (tr) with a grade of 4. It was noted one clip was successfully deployed in the mitral valve, reducing mitral regurgitation. A clip delivery system (cds) was advanced to the tricuspid valve for off label use; however, when establishing final arm angle (efaa), the clip would not open more than 20 degrees. Troubleshooting was performed but failed. Although the clip would not open more than 20 degrees, the clip was deployed. The clip is stable on both leaflets. One clip was implanted, reducing tr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided